Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va1gjn4, implanted: (B)(6) 2017, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: va1gjn4, ubd: 22-nov-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor, parkinson's disease, dystonia, and movement disorders. It was reported the patient was having an MRI and the caller stated it was unknown if it was due to a problem with the device or therapy. It was reported the patient was currently an inpatient and the caller initially indicated the MRI was to rule out stroke but it was unknown if the stroke was related to the dbs leads. The caller later stated the MRI was ordered for dizziness but it was unknown if the dizziness was related to the dbs leads. The caller reported on the x-ray she could see a fully implanted deep brain stimulation system. No further complications were reported or anticipated.